Event description:
It was reported that at a refill on (B)(6) 2012, healthcare provider (hcp) expected the reservoir volume to be 2.9 ml, however, almost 40ml of the drug was aspirated, "nothing or little drug infused in the intrathecal space/csf" since implant. Drug delivered via the device was lioresal 2000mcg/ml. Patient had a daily dose of approx. 1700 mcg; it was lowered to 1000 mcg/day, with no sign of withdrawal effect. Then set to minimal rate on friday the (B)(6). There was no dye study of the catheter performed and a pump/catheter replacement was scheduled. It was later reported that the pump was replaced and as of (B)(6) 2012, the daily dose of lioresal was 140 micrograms. The patient was doing "ok" and the effect was "ok."

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, serial# unk, implanted: (B)(6) 2011, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.